Manufacturer narrative:
The permanent cautery hook instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during central processing, the hook of the permanent cautery hook instrument came out of the end. There was no report of patient involvement or patient injury.

Manufacturer narrative:
The permanent cautery hook instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have the hook broken off of the instrument. The broken hook was returned with the instrument. There was no material found missing. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.